Event description:
A malfunction alarm was reported during pumping, identified as alarm 20. There was no reported adverse impact to the customer's blood glucose level. The customer had previously experienced similar cartridge alarms with this pump. Technical support arranged to replace the pump, confirming that it was under warranty. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Instructions were provided on how to put the pump into storage mode and return it within ten days using a pre-paid label, which the customer understood and acknowledged.